Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2017-07968, 2134265-2017-07999 and 2134265-2017-08087. It was reported that automatic pullback failure occurred. A 120v ilab ultrasound imaging system was used in conjunction with an opticross¿ 6 imaging catheter and a pullback sled to view the target lesion. During the procedure, the physician initiated the automatic pullback; however, motor drive unit 5 plus was not pulling back. Automatic pullback failure had occurred. Another opticross¿ 6 imaging catheter was used but problem was not resolved. No patient complications were reported.